Event description:
This system was removed due to infection, and the hospital discarded it all. Setrox s 53, MDR 1028232-2009-01117. Corox otw 85-bp, MDR 1028232-2009-01118. Linox sd 65/18, MDR 1028232-2009-01119.